Manufacturer narrative:
The device was returned to the MFR and the complaint was confirmed. The device was repaired and returned to the customer.

Event description:
It was reported that when the user opened the sterile tray, the handpiece was leaking oil. There was no pt involvement or adverse consequences.